Event description:
Patient was undergoing c section. While extending uterine incision, blade of bandage scissors broke at the site of the joint of the scissors: screw fell off. Two x-rays taken of patient, blade was not found.